Event description:
It was reported on 06 march 2025, that (B)(6) 2025, the patient noted a skin irritation from the electrode - patch - universal 2 channel. On (B)(6) 2024, the patient noted redness and sought medical treatment and was prescribed triamcinolone. The redness improved after taking a break in service. The patient prepped their skin with by using dial soap prior to placing the electrode - patch - universal 2 channel. The patient did note they do have a history of skin irritation with band-aids. No additional information provided.

Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel caused redness. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.